Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening(curved) and crease flat. Leak test and microscopic analysis was performed which identified one opening(striated) on radius, cracked valve and wear abrasion. Based on the device analysis the final assessment is one striated opening due to surgical damage consistent in the use of a surgical tool, and a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.